Event description:
It was reported that the screwdriver tip was stripped during metacarpal surgery. The surgeon noted that the screwdriver was not grabbing onto the screws when he attempted to insert them. The surgeon then discovered the stripped tip. A surgical delay of less than 30 minutes was reported. No additional information is available. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
A product investigation was completed: per the technique guide, the 03.114.010 stardrive screwdriver shaft, t4, 66mm is an instrument routinely used in the 1.5mm lcp modular mini fragment system. The device was returned and reported to have become stripped. This condition is confirmed; the blades of the driver are twisted consistent with the direction of insertion. It is likely that torque in excess of what is necessary to insert screws was applied by the user. The balance of the device is in good condition. The device was manufactured in june 2014 and is less than a year old. The relevant drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The complaint condition for the 03.114.010 lot number 7638358 stardrive screwdriver shaft, t4, 66mm was likely caused by repeated use and possibly the use of excess torque; however, this complaint is not a result of any design related deficiency. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient initials are (B)(6). Patient¿s date of birth, gender, and weight are unknown. Device is an instrument and is not implanted/explanted. The complainant part is expected to be returned to manufacturer for review/investigation, but has not been received as of yet. Investigation could not be completed and no conclusion could be drawn as no device was returned and the correct lot number was not provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.